Event description:
Abbott has identified a phenobarbital performance issue that is demonstrated by erratic elevated results and/or the inability to calibrate due to imprecision. A recall was issued and reported under 21 cfr 806 to the FDA district office on september 28, 2006. Abbott has not received any report of adverse events associated with this issue.

Manufacturer narrative:
This is a final report. An investigation is in-process.